Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection can not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced redness, swelling, and soreness around the ipg site due to infection. The ipg pocket was drained. The patient underwent surgical intervention on (B)(6) 2016 where the ipg site was opened, cleaned and the wound drain was applied. The physician closed the pocket and the patient stayed in the hospital overnight for observation. No further information is available at this time.